Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 4.50 x 20mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic inspection revealed that no stent was returned for analysis. A visual, tactile and microscopic examination identified multiple hypotube kinks along the length of the hypotube shaft. Visual and tactile examination found no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of the balloon cones revealed this device was subjected to positive pressure however there were no issues with the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. The bumper tip showed no signs of distal tip damage. E1: initial reporter fax: (B)(6). H6: evaluation conclusion code: cause not established corrected to unintended use error cause or contributed to event.

Event description:
It was reported that the balloon became stuck in the stent. The target lesion was located in the right coronary artery. A 4.50 x 20mm synergy megatron drug eluting stent was implanted successfully. After three balloon dilatations, the balloon became stuck in the stent. The entire system was eventually removed. The procedure was completed with the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr ous 4.50 x 20mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic inspection revealed that no stent was returned for analysis. A visual, tactile and microscopic examination identified multiple hypotube kinks along the length of the hypotube shaft. Visual and tactile examination found no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of the balloon cones revealed this device was subjected to positive pressure however there were no issues with the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. The bumper tip showed no signs of distal tip damage.

Event description:
It was reported that the balloon became stuck in the stent. The target lesion was located in the right coronary artery. A 4.50 x 20mm synergy megatron drug eluting stent was implanted successfully. After three balloon dilatations, the balloon became stuck in the stent. The entire system was eventually removed. The procedure was completed with the same device. There were no patient complications reported.

Event description:
It was reported that the balloon became stuck in the stent. The target lesion was located in the right coronary artery. A 4.50 x 20mm synergy megatron drug eluting stent was implanted successfully. After three balloon dilatations, the balloon became stuck in the stent. The entire system was eventually removed. The procedure was completed with the same device. There were no patient complications reported.